Event description:
It was reported that during an induction test, the device failed to deliver therapy and covert the rhythm. The device indicated low, out of range hv lead impedance. The patient converted on his own. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.